Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user was allegedly unable to flush sterile saline through the delivery port of the catheter. Continuous bladder irrigation was initiated to treat hematuria. The catheter was removed and another catheter was placed and performed as intended.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). Corrections: device available for evaluation?, manufacturer site, device evaluated by MFR? The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user was allegedly unable to flush sterile saline through the delivery port of the catheter. Continuous bladder irrigation was initiated to treat hematuria. As a result, the catheter was removed and replaced, and the device performed as intended.